Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room experiencing bradycardia. Electrograms revealed there were two ventricular high rates observed with noise. Reprogramming was performed to increase the device's pacing rate. The implantable pulse generator (ipg) and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this e vent.